Event description:
The customer reported that she received a button error alarm on her insulin pump, following exposure to x-ray. The customer's blood glucose was 315 mg/dl. It was stated that the customer was in a car accident and attempted to tell hospital staff to remove the insulin pump, but they did not before performing x-ray. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device passed the displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unable to prime during the prime test due to a faulty force sensor. No motor error alarms noted. The motor was tested outside the device and passed the test. The unit also was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and broken belt clip slot.